Event description:
Caller states, the patient tested 2.2 inr on the coaguchek xs system while a comparison lab returned as 5.0 inr. Patient was sent for cardioversion procedure since the value of 2.2 inr was within his therapeutic range. No adverse event reported. Requested return of suspect system and replacement was sent.